Manufacturer narrative:
MFR report is associated with argus case (B)(4), new poligrip.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (new poligrip sa) cream for an unknown indication. Concurrent medical conditions included dementia, living in residential institution and swallowing difficult. On an unknown date, the patient started new poligrip sa. On (B)(6) 2018, an unknown time after starting new poligrip sa, the patient experienced accidental device ingestion. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to new poligrip sa. Additional details: the patient with dementia ingested about half of the 75 g of new poligrip sa. Since the patient initially had swallowing difficulty, the denture adhesive was left inside the mouth. No further information is expected.